Event description:
Device 1 of 2. Reference MFR report: 1627487-2013-16187. It was reported, the pt stopped using her system 6 months ago due to ineffective stimulation. She reported, she had not charged her ipg since then. She stated, she had been reprogrammed several times w/o success. It is undetermined if her ipg is inoperable. The sjm rep will contact the pt.

Manufacturer narrative:
This ipg serial number was included in a field advisory. Sjm has limited information related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.